Manufacturer narrative:
Part returned. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on june 17, 2019, during in-service at the facility, the tip of the application instrument for sternal zipfix was discovered broke. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part: 03.501.080, lot: 7767497, manufacturing site: hägendorf, release to warehouse date: 08. Feb. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on june 17, 2019, during in-service at the facility, the application instrument for sternal zipfix was observed that the tip broke off. There was no patient involvement. This complaint involves one (1) device. Service and repair evaluation: the device was initially received at the service and repair department. The customer reported that the application instrument for sternal zipfix was observed that the tip broke off. The repair technician reported that the cutter component is broken. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was forwarded to customer quality. The evaluation was confirmed. Investigation flow: damage. Visual inspection: the application instrument for sternal zipfix (p/n 03.501.080 lot 7767497) was received showing a portion of the cutter component broken off. The broken off piece was not returned and is missing. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes: the device failure/defect of broken cutter was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: dimensional inspection of the cutter could not be conducted due to post manufacturing damage, missing cutter fragment, and as the instrument could not be disassembled to access the remaining portion of the cutter component. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - applic-instr f/sternal zipfix se_396724 rev c to m. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the application instrument for sternal zipfix (p/n 03.501.080 lot 7767497) as a portion of the cutter piece was broken off. While no definitive root cause could be determined, it is possible that the device encountered unintended forces and/or was subjected to excessive forces over it's lifetime (7+ years) during this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.